Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Fluid was observed exiting the distal tip of the cannula. The cause and timing of the damage could not be conclusively determined. No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leak test.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 467 mg/dl while wearing the pod around 1 hour. The pod was reported to be leaking insulin during wear. When removed from the infusion site (abdomen), the pod's cannula was found bent. Ketones were checked and none were found to be present. As treatment, a new pod was applied and a correction was administered.